Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coils seen on both sides on usg after e-eviction') and device dislocation ('coils seen on both sides on usg after e-eviction') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and abdominal distension ("stomach shows 9 month pregnant look") and underwent endometrial ablation ("novasure"). The patient was treated with surgery (surgery to remove essure coils (2014) and essure removal). At the time of the report, the device breakage, device dislocation and endometrial ablation outcome was unknown. The reporter considered abdominal distension, device breakage, device dislocation and endometrial ablation to be related to essure. The reporter commented: as per social media content 'coils seen on both sides on usg after e-eviction'. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: abdominal distension, endometrial ablation, device dislocation, device breakage. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coils seen on both sides on usg after e-eviction') and device dislocation ('coils seen on both sides on usg after e-eviction') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and abdominal distension ("stomach shows 9 month pregnant look") and underwent endometrial ablation ("novasure"). The patient was treated with surgery (surgery to remove essure coils (2014) and essure removal). At the time of the report, the device breakage, device dislocation and endometrial ablation outcome was unknown. The reporter considered abdominal distension, device breakage, device dislocation and endometrial ablation to be related to essure. The reporter commented: as per social media content 'coils seen on both sides on usg after e-eviction'. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: abdominal distension, endometrial ablation, device dislocation, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. New event abdominal distension, endometrial ablation, device dislocation, device breakage added. Reporter added. Previously reported event medical device removal updated to device breakage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils (2014)). Essure was removed in 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils (2014)). Essure was removed in 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal.¿ incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.